Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). A device history record (DHR) review was performed for the subject device lot. The review revealed no complaint related anomalies. The device history record shows this lot of 95mm titanium tfna helical blade sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. The investigation could not be completed and no conclusion could be drawn. It was reported that the subject device would not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent the initial trochanteric fixation nail (tfn) implant surgery on (B)(6) 2015. X-rays taken on an unknown date revealed that the helical blade had migrated. The patient underwent revision surgery on (B)(6) 2015 to remove the helical blade. The patient was revised with lag screw. The nail and locking screw remained implanted. The procedure was successfully completed with no surgical delay. This report is 2 of 2 for com-(B)(4).